Event description:
It was reported that there was no sensing and high thresholds on the right atrial (ra) lead. X-ray confirmed the lead dislodged. It was also reported there was microdislodgement on the right ventricular (rv) lead. Both leads were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5086mri58, lead, implanted: (B)(6) 2014. (B)(4).